Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging, attached to a straight caresite valve was returned for evaluation. In addition, one photo was also provided by the facility. Visual examination of set and photo confirmed a vertical crack in the female connector. The reported defect was confirmed. Although the defect of leakage was confirmed, the exact root cause of the crack on the female connector was not able to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during use the extension set leaked blood. No injury reported.